Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient underwent an unknown explant for their leads at an unknown date. No further information is available at this time. The investigation did not determine which lead attributed to this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.